Event description:
A report was received that cidex activated dialdehyde was being used with an immersion time of only 20 minute. The customer stated there are no reports of pt reactions or cross contamination. He also stated that there was no increase in pt infections. Subsequent telephone follow up confirmed that no pt reactions have been reported. The facility changed to use of cidex plus which has an immersion time of 20 minutes. The immersion issue has been resolved.

Manufacturer narrative:
Na.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the complaint history, trending by problem code and health hazard evaluation. No lot # was provided; therefore, a batch record review was not performed. A review of the complaint history from (B)(4) 2009 through (B)(4) 2010 for cidex opa solution with the problem code "hr procedure related" revealed (B)(4) complaints, of which (B)(4) complaints were of a similar nature where the customer is only disinfecting their devices in cidex for 20 minutes and not the 45 minutes stated in the IFU (instructions for use). A hhe (health hazard evaluation) was performed by asp and it was established that there is no potential health hazard due to this issue. The association for professionals in infection control and other professional societies has guidelines (B)(4). As of date, asp has not received any reports of patient injuries resulting from this practice. The IFU was not being followed. No product was returned for evaluation. No further action is required. Asp will continue to monitor for trends.